Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a patient with acute coronary syndrome due to cardiogenic shock, an optical sensor failure alarm occurred. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site state: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #: (B)(4).